Event description:
Customer reporting false positive flu b result for asymptomatic covid close contact school screening.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.